Event description:
The customer received questionable results for benzodiazepines (benz) on one patient sample. The customer indicated that they have problems with benz results. They have had positive results that were "really negative" as determined by "I-cup." The sample was sent for gas chromatography/mass spectrometry (gc/ms) and was negative there as well. The initial result performed on this instrument was > 2000 ng/ml, accompanied by a data flag. The sample was repeated from a cup on the same instrument and generated a result of >2000 ng/ml, accompanied by a data flag. The sample was repeated a third time from the original tube on the same instrument and generated a result of 1976 ng/ml, accompanied by a data flag. The sample was repeated a fourth time, from the cup and generated a result of 1864 ng/ml, accompanied by a data flag. The customer had reported out positive and the results were questioned. The sample was then run on olympus and generated a result of negative. The sample was then sent for gc/ms testing and generated the following results oxazepam resulted as "none detected", nordiazepam was resulted as "none detected" and alprazolam metabolite was reported as "none detected". The customer deemed the gc/ms results to be the correct results and issued a corrected report. There was no adverse event. The lot number of benz reagent in use was 68219301, with an expiration date of 09/30/2014. The field service representative found the syringes needed to be changed. He replaced the syringes, calibrated the benz assay, which passed. He also ran qc, which passed and performed a precision of the negative control, and all turned out negative; a performed a precision of the positive control, and all turned out positive. The system was operational.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The most probable root cause is related to the syringes needing to be changed. This is supported by the precision recovery after the service actions.

Manufacturer narrative:
On further follow up, it was determined that the samples in question is not a clinical sample. The customer also indicated that the volunteers for their studies would not be allowed to be involved if they were on any medications.